Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced skin erosion. The physician believed it may have been related to the patient's pre-existing diabetes. The device was removed and there have been no reports of further complications regarding this event.